Event description:
The customer received questionable ion selective electrode (ise) results for one patient sample. Of the data provided, only the potassium result was discrepant and reported outside the laboratory. The initial result was 4.70 mmol/l and was transferred automatically to lis. The customer repeated the sample with "rpidlab 1200" instrument and the result was 3.80 mmol/l. The result was manually corrected in the system. Information concerning if the patient was adversely affected was requested, but was not provided. The potassium electrode lot number was l29. The expiration date was requested, but was not provided. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
This event occurred in (B)(6).